Event description:
PICC line inserted 6 days prior was leaking at the connection between the butterfly and the line. Line was removed and replaced with a new PICC.

Manufacturer narrative:
We received one used catheter as a faulty sample. The attempt to flush the catheter with water was successful, and leakage was detected directly at the connection between the catheter tube and the extension line. Microscopic examination revealed a tear at this connection. The catheter tube was nearly snapped, and the fractured surfaces appeared rough and uneven, indicating excessive tensile force; possibly in combination with bending. In general, there are various events that can lead to a snapped catheter: 1. Tensile force - which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps or scalpel) during dressing change. The IFU also states: - do not bend the catheter or the extension line permanently to avoid damage to the catheter. - do not overstretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism. In addition, a manufacturing fault can be excluded as each catheter is flow and leak-tested during production and the catheter did not leak for six (6) days as stated by the customer. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. Two different batches were used for the assembly of the catheter tube, and both were within specification. A two-year review of vygon USA's complaint data, covering the period from february 1, 2023, to february 31, 2025, indicates that three additional complaints were recorded for lot 23j012d related to leaking catheters. However, none of these complaints were associated with manufacturing defects. Corrective action: as the catheter worked well for 6 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC line inserted 6 days prior was leaking at the connection between the butterfly and the line. Line was removed and replaced with a new PICC.